Event description:
I believe my daughter had a false negative covid test. She collapsed at work on (B)(6) and had oxygen saturation as low as 88% on (B)(6) 2020 with all symptoms of covid and a negative influenza test. She is still sick and so am I. Her symptoms are much more severe especially given she's only (B)(6) years old. She's short of breath just in the house. Test was performed at (B)(6) and processed over the weekend by (B)(6). My daughter works in food preparation for (B)(6) so very important test is accurate FDA safety report ID# (B)(4).